Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a severe high blood glucose event while using the ilet bionic pancreas, with limited details available from follow-up; no specific device problem or component involvement was identified. Symptoms included hyperglycemia. Outcomes included insufficient information regarding impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed that no findings were available and no medical device problem or component issue was identified due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.